Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a zcb00 23.5 diopter intraocular lens (iol) was noticed to have a broken haptic when removing from packaging. A back up lens of the same model and diopter was used to complete the surgery. There was no patient contact and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/04/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A packaging box of zcb00 lens was received. There was only a lens case with a detached haptic. The lens was not received. The complaint could not be verified however the haptic detached was observed. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.